Event description:
It was reported that during a procedure of the anterior tibial artery after removal of the ht command es guide wire and the 2.0 x 200 cm armada 14 balloon dilatation catheter (bdc) it was noted that the guide wire 'floppy' tip had sheared off and remained in the anatomy. There was no reported issue with resistance during advancing or during removal, however, it was noted that the guide wire tip detachment was only noticed after removing the balloon and wire together. The patient was reported as stable. The patient was prepared for transport to a different facility for surgical removal of the 5 cm portion of the guide wire tip. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The ht command referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty was not able to be confirmed due to the condition of the returned product. Based on visual analysis of the returned device, there is no indication of a product deficiency. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.